Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: patient was stable following the event. On what tissue type was the device used? Mucosa. What was the quality of the tissue? Good. Was the device fired over thick tissue? No. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? The surgeon waited pre and post firing as per the IFU. When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? The device was fully closed as indicated. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? The crunch was felt and heard. After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Yes. Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? No it came away fairly easily. What were the patient's pre-op diagnosis, did he/she suffers from cancer, morbus crohn or colitis ulcerosa? Unknown. If applicable, does the patient have a history of receiving radiation or chemotherapy or a relevant history of surgical treatments? No. What is the age and sex of the patient? Na. Is there any other additional information you would like to share about this device, procedure, patient or physician? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during for prolapse and hemorrhoids procedure, the procedure was done as usual until the point of the gun firing. Once the gun was fired and removed, it was noticed that no staples appeared on the right side of the staple only on the left resulting in the gun cutting but not stapling all the way around. The procedure was completed using diathermy and sutures and the patient went home the next day as normal. The force to fire seemed the same as usual and there were no unexpected noises heard. The closing knob was closed to the correct position resulting in the correct height staple for the procedure. Surgery was prolonged 30 minutes. There were no adverse consequences for the patient.